Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 10 mg/ml ; 0.999 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as multiple back operations. The patient had a pump revision and the pump was sutured back down into the pocket. The physician attempted to utilize the fascia for a more secure tie down. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, lot number of the morphine, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.